Event description:
It was reported by patient's nephew who called on behalf of the patient. Original question was if we have a warrantee on our knees. October of this year patient experience drastic swelling and problems. Infection occurred and entire knee had to be removed. Concrete block in now because of the infection and will be about 8 weeks before a new implant will be put in. He stated that the revision surgeon said that the implant was very loose."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.